Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working. The physician examined the patient and found an issue with the cylinders not inflating fully due to valve collapse. Surgical intervention was performed to replace the ipp, and the physician found a fluid leak from one of the cylinders. There were no patient complications reported.